Manufacturer narrative:
(B)(4). Additional follow up information was received from a nurse. It was reported that the patient was hospitalized for two weeks before being discharged. At the time of this report, the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy peritoneal effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the same day, the patient was hospitalized for peritonitis. Treatment and cause of peritonitis were not reported. Peritonitis was resolving. Capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born on an unknown date in 1940. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up report will be submitted.